Event description:
It was reported that a malfunction occurred with the pump, identified by the code malf 12, and the caller could not reset it immediately due to not having a charger while traveling. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided instructions and assistance for resetting the pump once the caller returned home. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to reach out if the issue reappeared.